Event description:
It was reported that an st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient and at that time it was noted that the patient experienced an st segment elevation. No air was visualized in the patient or in any of the devices. The physician performed a cardiac catheterization and found no issues with the patient. Shortly after this the patient became stable and the elevations returned to normal. The procedure was then continued and completed successfully with the closure device being implanted in the laa. There were no other issues that were reported to have occurred. The patient was doing fine following these events.